Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the article associated with this complaint was received at the depuy mitek site in raynham, massachusetts, but after repeated attempts to locate the device, it could not be found. Therefore, a physical device investigation could not be performed. CAPA has been opened to address the systemic issue associated with missing complaint devices at the site. If and when the device is located, the complaint will be re-opened to complete the investigation. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Concomitant medical products: the device was located and evaluated. The investigation summary below is the revised evaluation: the complaint device was received and inspected. The complaint can be confirmed. A visual inspection was performed to reveal any gross visual defects that would contribute to this condition, however none were observed. To test the functionality of the device, an eiii needle was loaded into the device and then fired. It was observed that the needle became stuck inside the needle chamber, and had to be removed manually. When the needle was removed, debris was observed along the surface of the needle. This can occur when the device is not properly cleaned after reuse. When the device is not properly cleaned after reuse, excessive debris can build up inside the needle chamber. When excessive debris builds up inside the needle chamber the needle can become stuck as observed therefore is a potential root cause for the reported failure. It was also observed that the jaw to shaft pin was broken, making the connection of the upper jaw to the shaft loose and able to be pushed laterally. When the trigger of the device was pulled, the upper jaw would not open or close as intended. This type of defect is typically observed when the user grasps tissue within the jaws of the device, and then excessively twists or leverages the device causing rotational strain on the upper jaw. When excessive rotational strain occurs on the upper jaw pins they can break therefore is a potential root cause for the broken pin. The broken pin can be considered the root cause for the reported failure of the upper jaw not fully closing when actuated. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the article associated with this complaint was received at the depuy mitek site in (B)(6), but after repeated attempts to locate the device, it could not be found. Therefore, a physical device investigation could not be performed. CAPA) has been opened to address the systemic issue associated with missing complaint devices at the site. If and when the device is located, the complaint will be re-opened to complete the investigation. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Expressew is no longer firing properly. Patient consequence? : no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.